Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent dislodged inside the body. The target lesion was located in the calcified left circumflex artery (lcx) with 85% stenosis and was 22mm long with a reference vessel diameter of 2.5mm. The lesion had an angle >60 degree. After pre-dilation, a 2.5x24mm liberte bare metal stent was advanced but could not pass the lesion. After the stent delivery system was withdrawn, it was found that the stent dislodged and remained in the vessel. The physician tried to retrieve the stent but failed. The patient underwent a surgery immediately and the stent was retrieved successfully. There was no patient complications reported and the patient condition was good and stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).